Manufacturer narrative:
A possible root cause was determined. A field engineer arrived at the customer site and determined that the reader camera adjustment was not correctly aligned, and the camera was pointing above the visor. The fe made the proper adjustments, performed new optic adjustments and a new reference card. Repairs and adjustments have returned the instrument to expected operation. This customer has not logged any complaints against this analyzer since the repair.

Event description:
The provue analyzer reported a false negative result with a sample that contained an anti-jka. The customer did not visually inspect the card. However the provue image confirmed that there was very weak reactivity in the affected microtubes. Two jka positive units were transfused to the pt. Customer indicated that no transfusion reaction was observed. Ocd medical director has classified this event as a serious injury. False negative test results can lead to transfusion of incompatible blood.